Event description:
It was reported that the patient presented with pain in the hip. X-rays revealed protrusion of the socket into the pelvis. The above listed items were removed and a new acetabular construct was put into place.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4).

Manufacturer narrative:
An event regarding tritanium shell that broke through the patient¿s pelvis was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. No medical records or x-rays were made available for evaluation. A device history review indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for this lot. The event could not be confirmed nor the root cause determined because further information is needed.

Event description:
It was reported that the patient presented with pain in the hip. X-rays revealed protrusion of the socket into the pelvis. The above listed items were removed and a new acetabular construct was put into place.